Event description:
A karl storz suction coagulator (#8606f), was found to have a small crack in the insulation that enabled heat to transfer in an unanticipated way to the patient's tissue. We recommend that the manufacturer consider inclusion of a maximum number of sterilizations in the device ifus/user manual to help guide when items should be removed from circulation.